Event description:
It was reported that during a follow up, the atrial lead exhibited intermittent loss of sensing, high thresholds and noise. Lead dislodgement was observed via x-ray. The lead was explanted and replaced on (B)(6) 2014. The patient was in good medical condition.